Manufacturer narrative:
Investigation ¿ evaluation: it was reported that, upon placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, the inner stiffener cannula could not be removed from the catheter. The entire device was removed and replaced with another competitor's device. No adverse effects or additional procedures were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control procedures, and specifications, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The catheter was returned in a used condition with the stiffening cannula fully inserted. The stiffening cannula was confirmed to be stuck within the catheter. There was presence of dried biological matter. A slight bow in the metal stiffening cannula was present. The distal tip of the catheter was manipulated which released the stiffener. No damage was present to the catheter or stiffening cannula. Reinsertion of the stiffening cannula into the catheter and removal was successful and without difficulty. The inner diameter of the catheter and outer diameter of the stiffening cannula measured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other related events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the stiffening cannula was difficult to remove from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. On (B)(6) 2024, an unknown patient underwent an emergency procedure to place the catheter in the bile duct via an abdominal approach. Once placed, the stiffening cannula was not able to be removed from the catheter. Thus, the entire device was removed and not used. The physician used a competitor's device to complete the procedure. It was also noted there was no damage to the device package and the device was stored in stacks. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Catalog# (rpn): ult7.0-35-25-p-5s-cldm-tong-050399 .PMA/510(k) #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.